Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: white calcification, cloudy gel, bubbles in gel, wear abrasion, fold creases, deformation. Even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician

Event description:
Healthcare professional reported a rupture on an unknown side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to an unknown reason. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a rupture on an unknown side. Device has been explanted. Manufacturer of the device is unknown.